Manufacturer narrative:
H6: type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -11.00/2.0/088 was implanted into the patient's left eye (os) (B)(6) 2023. Excessive vault was observed, however the vault normalized and the problem resolved. No further intervention needed. Cuase of event was unknown.